Event description:
Complainant alleged that after an internal discharge into the device during a routine shift check by a clinician, the device would not function properly. Complainant indicated that there was no pt involvement in the reported malfunction.